Event description:
It was reported during surgery that the tip of the frag-loc® 1.5mm cannulated driver assy broke off during screw insertion. The surgery was completed with 1.5mm hex driver tip, locking groove after a 10-minute delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00640 for the driver involved in this event.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw was unknown.